Event description:
On (B)(6) 2022 09:00:05 rv defib lead impedance >200 ohms. (B)(6) 2022 09:00:05 svc defib lead impedance >200 ohms. Threshold was 130ohms. (B)(6) was capped on the (B)(6) 2022. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).